Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test. Pump error alarm (variable info=3) confirmed in the insulin pump history and during self-test due to broken trace on keypad assembly. Unit was received with faded serial number label, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarm. Customer's blood glucose value was 6.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting and during self test it came up again. Customer will return device for analysis.